Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the stylus and cursor did not align on the screen. The xy printed circuit board/overlay ca ble/connector was cleaned and reseated and then the stylus and overlay were able to be calibrated using the 25-point method. The power cord bay was broken and was therefore replaced. Inspected circuit boards and mechanical parts, reconfigured hard drive, reloaded and updated software and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus touch pen was unable to be calibrated despite multiple attempts. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.